Manufacturer narrative:
The lot number was not reported. Therefore, the expiration and manufacturing dates are unavailable.

Event description:
A user facility medwatch report ((B)(4)) was received stating a rn had just disconnected the IV tubing from the patient¿s internal jugular (ij) catheter when blood was noticed to backflow out of the ij catheter through the microclave cap onto the bed. The reporter stated the cap appeared as if the inner part stayed compressed after the line was disconnected. The cap was then removed and the clinician observed that the inner part remained compressed as suspected. There was no harm to the patient reported. No additional information was available.